Event description:
It was reported that the implantable cardioverter defibrillator exhibited failure to deliver shock due to functional undersensing and incorrect interpretation of signal. Further information was requested, however, was not provided.